Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump had a frozen display and a battery out limit alarm. The customer stated that the buttons were not responding and that the screen was not blank. The customer also stated that the alarm occurred before the buttons became unresponsive. The customer then stated that the problem persisted after a ten minute and two hour battery rest were performed. Nothing further was reported.